Event description:
A report was received that the patient underwent a back surgery for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients back surgery was not device related.

Event description:
A report was received that the patient underwent a back surgery for an unknown reason.